Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for routine follow up, infection was observed. During the explant procedure, the doctor discovered that the pocket was infected and the entire system was explanted.there were no patient complications associated with the explant procedure.